Event description:
Complainant indicated that while analyzing the heart rhythm of a pt (age & gender unk) the device advised a shock for what appeared to be non-shockable heart rhythm. Complainant indicated that the pt subsequently expired, however it was unrelated to the reported malfunction.